Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.86 kgf in average and 5.70 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum) these values are the usual and the current ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product, "when working with suture materials great care shall be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that several threads of the batch in several uses, torn when knotted. The surgeon dr. Salah broke the suture at the knot during the fascial closure of the knee. The client is used to working with the material. The batch was removed from the operating theatre and handed over to me. Patient was treated with suture from another batch. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.